Event description:
Related manufacturer reference number: (B)(4) it was reported a patient's right ventricular (rv) lead presented with oversensing noise that led to inappropriate shock. The right ventricular (rv) lead was capped and replaced in a procedure on (B)(6) 2023. It was also noted the atrial lead was capped and replaced for an unknown reason in a prior procedure on (B)(6)2014. Post-procedure the patient was stable.

Event description:
New information received notes the right ventricular (rv) lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise that led to inappropriate shock. No changes were reported. The patient was stable.